Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# /serial#: (B)(4) , implanted: (B)(6) 2013, explanted: 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4) , ubd: 02-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer (con) via company representative (rep) regarding a patient who was receiving baclofen (3500 mcg/ml at 1875.9 mcg/day) via implantable infusion pump. It was reported that the patient noticed gradual reduction in the effectiveness of their targeted drug delivery (tdd) system. There were no factors found or reported that may have led or contributed to the issue. The managing physician did not report any diagnostics/troubleshooting processes. The pump logs were read and did not find any errors. On (B)(6) 2021, both the pump and pump segment of the catheter were replaced. It was unknown if the issue was resolved at the time of report. The patient's weight and medical history were asked but unknown. The patient's status at the time of report was alive , no injury.